Event description:
Customer reported discrepant results between ortho anti-b antisera lot # bbb789a and mts abd/ rev gel cards with a "newborn heel stick". According to customer, testing of "heel stick¿ by tube method gave a 4+ positive in anti-a, weak (1+) in anti b, 4+ in anti-d with control negative and dat negative (sample was washed in saline prior to tube testing) resulting in blood type of group ab, rh positive. Repeating testing in gel card rather than tube, then all reactions were the same except for anti-b in gel, which was negative resulting in a blood type interpretation of group a, rh positive. Customer repeated testing using a second lot of gel cards and results were the same (group a rh positive). Customer confirmed that daily qc testing was performed with acceptable results. The difference in clones and limitations described in the ifus were reviewed with the customer. Customer felt that the blood type is group a, rh positive.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).